Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown accolade ii stem. The exact cause of the event could not be determined because the reported event could not be confirmed. Additional information was requested, however the devices and medical records were not provided for evaluation.

Event description:
It was reported that there was a right hip revised due to patient fall and peri-prosthetic fracture.